Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample ws evaluated. As received, there was one simon nitinol femoral delivery system. The pusher wire, y-body, storage tube and sheath were all connected. The handle of the pusher wire was bent approximately 45 degrees. The filter was returned in a deployed state. The legs of the filter appeared crossed. The legs were uncrossed, heat was applied, and the filter returned to the original shape. The filter was intact and all legs were present. The measurements of the sheath confirmed it was within specification. The dilator was introduced through the sheath without problems. A visual inspection of the sheath showed no filter delivery marks and showed no resistance areas. The result of the investigation is confired, and the root cause is unknown. The IFU (info for use) for this device states the following: advance the filter by moving the nitinol pusher wire forward through the introducer catheter, advancing the filter with each forward motion of the pusher wire. Do not pull back on the pusher wire, only advance forward with filter in place.

Event description:
It was reported that during a right femoral approach to place a vena cava filter, the filter would not advance beyond midpoint through the introducer sheath. Once the catheter was removed from the pt, the dr then used excessive force to push the filter through the sheath and the filter did deploy. It was reported that all of the legs were twisted.